Event description:
It was reported by the distributor (B)(4), that during a medical procedure, the nurse gave the implant to the surgeon. At the time of the impaction, the surgeon realized that the metallic wire was partially bare. The device was not implanted, and another one was used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. A DHR review for the reported lot was satisfactory. A chr review for the reported lot confirmed that there are no other similar events reported. Based on the visual inspection of the returned component, the insert was obstructed during the attempted seating which prevented it from reaching the correct position to lock into the baseplate component. The damage observed on the part was caused by the user and would have rendered the component unusable.

Event description:
It was reported by the distributor (B)(4), that during a medical procedure, the nurse gave the implant to the surgeon. At the time of the impaction, the surgeon realized that the metallic wire was partially bare. The device was not implanted, and another one was used."